Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient was implanted with a heartmate ii left ventricular assist device (lvad). The hospital's biomedical engineer reported that the patient's system controller displayed a "red heart" warning light and reverted to the backup mode operation. The lvad was reportedly operating below the low speed limit and had stopped once. The patient was switched to a backup system controller per the manufacturer's instructions for use and the patient continues on lvad support with no further issue reported.

Manufacturer narrative:
The suspect system controller was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.